Manufacturer narrative:
The returned lead was thoroughly tested. During the analysis, it was noted that the tip electrode had been pulled out of the adhesive connection of the ring electrode. In addition, the steroid collar was damaged in several places. These damages indicate a significant mechanical force impact. The mechanical stress during the explantation should be considered as cause. There were no deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - perforation of the right myocardium was reported. The date of this event was not provided. This lead was not implanted and was returned for analysis. There were no other adverse pt effects reported.

Manufacturer narrative:
Ous MDR.